Event description:
This device was implanted on (B)(6) 2014 and was explanted on (B)(6) 2018. A call placed to technical services on (B)(6) 2018 reported that the device stopped working 4 years early. Patient clarified that the battery died 4 years and he supposedly had 4 more years of battery life left the physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)